Event description:
It was reported that during preparation for an unspecified procedure, stent damage was noted. While removing the 3.0 x 32mm taxus liberte drug-eluting stent from the package, it was noted that the device was deformed and the stent strut was deformed as well. Thus, the device was not introduced into the patient. No patient injury or complications were reported.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination of the stent revealed damage. One of the stent struts was raised on the seventh row from the distal end. It is not possible to determine when this damage to the crimped stent occurred. The root cause is unknown. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution.